Event description:
During procedure, the physician noted that the ligasure advance blade would not trigger and/or cut. Device was removed from field, and a new device was utilized without problems. It is unknown if the new device was of the same or a different lot.